Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented arm and shoulder twitching for several weeks. The health care professional (hcp) interrogated the device, and it was found that it had reverted to safety mode. Technical services (ts) confirmed that the non-programmable settings of the safety mode and the high pacing thresholds could have contributed to the patient symptoms. In addition, the patient had been implanted with a second non-boston scientific leadless device due to a fracture lead. Therefore, reprogramming options were recommended to avoid any possible interference between both implanted devices. No additional adverse patient effects were reported. This crt-p remains in service. Additional information indicated that this device was explanted. No additional adverse patient effects were reported. This device was already returned to boston scientific. Additional information indicated that the patient reported to have a cardiac arrest. No additional adverse patient effects were reported. This device was already returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency. Follow up report 2 (additional information): this report is being submitted to update section b5. Follow up report 1 (additional information): this report is being submitted to update section b5, h1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented arm and shoulder twitching for several weeks. The health care professional (hcp) interrogated the device, and it was found that it had reverted to safety mode. Technical services (ts) confirmed that the non-programmable settings of the safety mode and the high pacing thresholds could have contributed to the patient symptoms. In addition, the patient had been implanted with a second non-boston scientific leadless device due to a fracture lead. Therefore, reprogramming options were recommended to avoid any possible interference between both implanted devices. No additional adverse patient effects were reported. This crt-p remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented arm and shoulder twitching for several weeks. The health care professional (hcp) interrogated the device, and it was found that it had reverted to safety mode. Technical services (ts) confirmed that the non-programmable settings of the safety mode and the high pacing thresholds could have contributed to the patient symptoms. In addition, the patient had been implanted with a second non-boston scientific leadless device due to a fracture lead. Therefore, reprogramming options were recommended to avoid any possible interference between both implanted devices. No additional adverse patient effects were reported. This crt-p remains in service. Additional information indicated that this device was explanted. No additional adverse patient effects were reported. This device was already returned to boston scientific. Additional information indicated that the patient reported to have a cardiac arrest. No additional adverse patient effects were reported. This device was already returned to boston scientific.

Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update section b5. Follow up report 1 (additional information): this report is being submitted to update section b5, h1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5, h1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented arm and shoulder twitching for several weeks. The health care professional (hcp) interrogated the device, and it was found that it had reverted to safety mode. Technical services (ts) confirmed that the non-programmable settings of the safety mode and the high pacing thresholds could have contributed to the patient symptoms. In addition, the patient had been implanted with a second non-boston scientific leadless device due to a fracture lead. Therefore, reprogramming options were recommended to avoid any possible interference between both implanted devices. No additional adverse patient effects were reported. Additional information indicated that this device was explanted. No additional adverse patient effects were reported. This device was already returned to boston scientific.